Event description:
It was reported to boston scientific corporation that a spybasket was used in the common bile duct durin a cholangioscopic lithotripsy procedure performed on (B)(6) 2023. During the procedure, while trying to grasp the stone, the wire became detached about 20 centimeters from the tip and fell inside the patient. Both the wire and the stone were retrieved together using an olympus rotating forceps. The procedure was completed with the olympus rotating forceps. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of basket detachment.